Event description:
Device comes in a box of 100 sealed pen needles. Pt takes 1 shot/day. 2 needles had the end cap (fits over plunger) missing. The next one was fine. The following one that was opened had a greenish-brown spot on the needle, a half inch down from the plunger. The size of the spot is approx a quarter of an inch and goes into the needle. The defective needles were not used.